Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue revealing the intermittent nature of the problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: due to the old age of device, it will not be repaired and will be returned to the customer labeled "not for clinical use". No additional information is available on this specific case. The most likely root cause of the reported issue is an intermittent failure of internal electronic components and contribution of aging/wear cannot be excluded.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provieded. Livanova (B)(4) manufactures the s3 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 gas blender system did not work during a procedure and was replaced with another device. An error code associated to a discrepancy between the actual and the set value was displayed. Reportedly the device was used the next morning and no issue occurred. There was no report of patient injury.